Event description:
It was reported that during a procedure, the tip of the probe unit dislodged in the patient. The tip was retrieved with no issues and no harm to the patient. A delay of two minutes was reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.